Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that they tried to feed catheter into sheath and resistance was experienced. When removed slight shearing at the tip between the blue flex and the staggered exit port.

Manufacturer narrative:
(B)(4). The customer returned a 2-l: 5 fr x 50cm PICC catheter, two dilators and an unseparated peel away sheath for evaluation. Visual inspection of the sheath revealed the distal tip was torn on the edge. No other anomalies were found. Visual inspection of the catheter revealed two slices in the catheter body, and a thin strip of the catheter body appeared to have sheared off and was hanging from the catheter. Microscopic examination of the sheath confirmed the torn tip and signs of use were discovered in the form of biological material inside of the sheath. Microscopic examination of the catheter confirmed the slices in the body. The slices have smooth edges and the catheter material shows no signs of stretching. The appearance of the slices is consistent with material that has been cut/sheared by a sharp object. The two slices were located approximately between 6-10mm and 26-19mm from the distal tip of the catheter. The locations of the slices are consistent with the slices identified during visual inspection. The catheter body length measured 19.84" which is within the specifications of 19.25"-20.00" per catheter drawing. The catheter body outer diameter, the peel away sheath body length, and the sheath distal tip inner diameter were measured and all were found to be within specification. The sheath body inner diameter measured .076". This meets the minimum requirement of .076" and falls within the specification of .076"-.081" per dilator extrusion drawing. The two dilators returned were able to lock and advance into the sheath with minimal resistance. The dilators were examined afterwards and no defects or anomalies were found. A lab inventory 5 fr catheter was able to advance into the returned sheath with minimal resistance. The catheter was examined after it was advanced and no defects or anomalies were found. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use for this product directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU warns to not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. It also warns to not use scissors to remove dressing to reduce the risk of cutting the catheter. It also cautions to check ingredients of prep sprays and swabs before using because some disinfectants used at the catheter insertion site contain solvents which can attack the catheter material. It also warns not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. In addition, the IFU also contains instructions for sheath and catheter usage. The customer complaint that the catheter was cut due to sheath resistance could not be confirmed based on the sample received for ev aluation. The two slices found in the catheter body had smooth edges and showed no signs of stretching. The appearance of the slices is consistent with material that has been cut/sheared by a sharp object. Though the edge of the sheath tip was torn, the appearance was not atypical to that of a used sheath. A lab inventory 5 fr. Catheter and the returned dilators were all advanced through the returned sheath and minimal resistance was encountered. All the devices were examined after they were advanced and no defects or anomalies were found. This indicates that the sheath did not cause the catheter to tear. The catheter and sheath met relevant dimensional requirements, and a device history record review was performed and it did not reveal any manufacturing related issues. Based on the appearance of the slices and since no leakage was reported during pre-insertion flushing, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that they tried to feed catheter into sheath and resistance was experienced. When removed slight shearing at the tip between the blue flex and the staggered exit port.